Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Found part of tampon and had to extract it [foreign body in reproductive tract]. Pain/abdomen [abdominal pain]. Found part of the tampon (had to extract it) [device breakage]. Case description: consumer called to report that during a medical office visit for abdominal pain, the physician found part of a tampon in vagina. Tampon was extracted at this time. No serious injury was reported.